Event description:
It was reported that the ilet pump¿s display was difficult to read, and the screen visibility was not functional, associated with the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an ambient light problem affecting display visibility consistent with a display difficult to read involving the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.